Event description:
Laser fiber broke from where its inserted into the thulium unit and laser was used without realizing fiber was broken and fire started. Dire was extinguished and remaining laser fiber removed from thulium unit. The procedure was completed, the issue reported did not impact the impact of it. Lithotripsy - therapeutic. Customer reported laser fiber broke from where its inserted into the thulium unit and laser was used without realizing fiber was broken and fire start. The procedure was completed. No harm or user injury reported. Compliant is tier2 and it was escalated due to iuc pae code laa2101/fiber/break. For paw questions, please refer to the regulatory compliant report attached. Shivan (B)(4), (B)(6) 2023. Update: this compliant was created for the tfl-pls system as the event is about a fire (B)(6), serial number (unknown). Shivan (B)(4), (B)(6) 2023.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the final root cause of this event (fiber connector end broke and caught fire) was unable to be identified. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.